Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic initially reported a patient with significant redness, swelling, and tenderness 2 days post miradry treatment. At 6 days post-treatment, the patient had slight bruising with some swelling and tenderness. The patient developed ulceration in both axillae 8 days post-treatment. Otc medications (flexzan- topical ointment and hibiclens- topical antiseptic) and steroids (prednisone) were prescribed 20 days post-treatment.